Event description:
The manufacturer received information alleging a malfunction occurred during software update on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation for this issue. During the evaluation it was noted that two error codes, event system version mismatch power and event system version mismatch user interface, were observed on the device's error log. The third-party service technician further evaluated and determined that the display printed circuit assembly (pca) had generated these two error codes on the device. In conclusion, the display pca needs replaced to address the issue. The root cause was confirmed on this device. Additionally, during the service of the device, the internal battery needs replaced due to an error code, internal battery depleted, that was observed on the device's error log. This was unrelated to the reportable issue. The blower needs replaced for another error code, motor controller force shutdown, was observed on the device's error log. This was unrelated to the reportable issue. The air inlet foam filter, muffler assembly, and particulate filter need replaced for preventative maintenance unrelated to the reportable issue. The machine flow sensor and one of the in-line proximal filters needs replaced for contamination unrelated to the reportable issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
The reported failure of the display printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.